Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine and an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient told the hcp doing the MRI that prior to having their MRI (unknown if related to the pump) that their pump malfunctioned and gave her too much drug. As a result, her doctor turned the pump down and the pump needed to be replaced. The hcp doing the MRI was unable to reach the patient's doctor. It was further stated that the pump contained intrathecal morphine "for sure" and multiple drugs were in the pump, however no further details were known. It was asked if it was okay to perform an MRI with a malfunctioning pump. It was thought that the patient may have been making up the story so the patient did not have to have the MRI. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had surgery on monday to have the pump removed. Per the patient, the pump was removed because "it didn't work", "it was broken" and "wasn't working properly". The patient¿s medical history included a stroke in (B)(6) and after the stroke it started messing up their blood pressure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the pump was still malfunctioning as of 2018-(B)(4)and was infusing at minimum rate. The last time the patient came in for a magnetic resonance imaging (MRI) scan they did not scan the patient as the pump was malfunctioning. The healthcare provider wanted to know MRI guidelines for the pump. It was reported that it was unknown what the malfunction was. The healthcare provider wanted a manufacturer's representative present at the MRI. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from a business partner on (B)(6) 2018. The patient was receiving treatment with baclofen, clonidine, and morphine, all at unknown concentrations and doses. Bupivacaine was identified as a suspect product. Concomitant drugs were reported as morphine sulfate immediate release (reported as mso4 ir). Relevant history also included severe pain. On (B)(6) 2018, the rep was supposed to come talk to the patient and her husband but the patient reported he didn't. On (B)(6) 2018, the patient called the manufacturer as she wanted the pump back and didn¿t want the pump analyzed. The patient had called the hospital and was told the explanted pump was not in pathology and that the medtronic rep had taken it. The physician did not believe the patient had baclofen in her pump (also reported as "patient was not on it baclofen"). In early 2017, the patient presented with excessive sedation a couple of times. On an unspecified date, it seemed the it (intrathecal) pump was "running too fast," so the rate was decreased to minimal rate. When the pump was decreased, the patient's pain level did not change, so she was observed for a few months in case the severe pain returned before the pump was surgically removed on (B)(6) 2018 (reported as 11 days ago relative to (B)(6) 2018 and previously reported as removed on (B)(6) 2018). The patient had nuclear magnetic resonance imaging and many MRI¿s in the past. The (B)(6) years old and african american female patient¿s weight and body mass index were also reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-feb-09. It was reported that they believed the surgery center disposed of the pump. The rep did not have the pump. It ¿wouldn¿t have been sent for analysis because no issues were reported with it.¿ per the doctor, it was removed purely due to patient request.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-feb-14. It was reported that the pump was removed and discarded 9 days ago ((B)(6) 2018). It was reported that ¿she did not find it was effective even when being used.¿ there were no further complications reported/anticipated. Additional information was received from the patient on 2018-feb-16. It was reported that the patient called to ask if the manufacturer had received the pump. It was reviewed that the rep emailed the manufacturer and said that they do not have it and they believed that the surgery center disposed of it. It was then reviewed that the patient can follow up with the surgery center, if they wish. There were no further complications reported/anticipated.